Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device or product details were returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device or product details were returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report pertains to three instances of the same product.

Event description:
Article reviewed, entitled: "six-year experience with the delta iii reverse shoulder prosthesis", by frederico alberto grassi, et al, published in the journal of orthopaedic surgery (2009; 17(2):151-6). The study of 26 patients who received depuy delta iii reverse shoulder arthroplasties, reported one patient died of lung cancer, and two were excluded from analysis after developing debilitating neurological complications unrelated to their shoulder surgery. This left 23 patients remaining for follow-up. Of these, one patient experienced a partial detachment of the lateral deltoid following an anterosuperior approach, during the immediate post-operative period. Another patient experienced a prosthesis dislocation , which, following prompt reduction, did not recur. Neither of these two complications was reported as requiring additional surgery. Two patients experienced loosening of their glenoid baseplate components requiring revision surgery: one rheumatoid arthritis patient at 6 months post-op, with breakage of two baseplate screws; and the other occurred at 5 years post-op, as a result of severe scapular notching, requiring conversion to a hemiarthroplasty, owing to the significant loss of bone stock in the scapular neck. Authors stated that there were no instances of infection, instability, or acromial fracture. No complications were related to patient comorbidities. Each of the patient complications will be addressed in separate complaints. In addition to the specified patient complications, there was an additional entry regarding patient satisfaction, a report not addressed elsewhere, for a patient with a poor outcome at the six year follow-up, with impending loosening of the glenoid construct as a result of a nerot grade 4 scapular notching, with worsening pain and function. There was no reported intervention for this patient, surgical or otherwise, within the article. This report will be addressed in this complaint. An unknown shoulder implant will be added to address the humeral component that is the source of the scapular notching (article does not identify which part of the humeral construct is at fault). Metaglene and locking screws are added to address the implant loosening of the glenoid construct.